Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was over 450 mg/dl. Customer treated their high blood glucose via manual shots of insulin. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer experienced chest pains, felt light headed, their face felt numb and they went to the hospital.